Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the crystal timing component, was hospitalized due to pre-syncope. During interrogation the programmer displayed the message 'device out of range'. The device showed no evidence of atrial or ventricular pacing by way of electrocardiogram, and was therefore explanted and replaced. This device was in service for 1.8 years. The leads remain in service as all measurements were normal.